Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-06453. It was reported the pt is experiencing changes in the stimulation intensity when the system is on. An sjm rep met with the pt and a system diagnostics did not reveal any abnormalities. The rep lowered all the parameters and programmed her system to non cycling. A CT scan of the pt's spine was ordered. F/u identified reprogramming did not resolve the issue. Additionally, the pt stated that she is having headaches and muscle spasms in her legs. The pt was asked to turn off the stimulation. Sjm rep met with the pt at her implanting surgeon's office and she reported that she felt better initially after turning off the stimulation, but then continued to experience the headaches and muscle spasms in her legs with the stimulation turned off. The CT scan of her spine and x-rays of the ipg and lead did not show any abnormalities. A CT myelogram of her cervical spine was ordered. The physician may replace the ipg after ruling out any other issues with her spine.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.